Manufacturer narrative:
Date of event - aware date of 06dec2022 used as event date is unknown.

Event description:
It was reported via social media that a device failure to seal occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). At an unspecified time post procedure, it was discovered the closure device did not completely seal the laa. The patient was instructed to continue taking anticoagulant medication.